Event description:
It was reported that the bd alaris smartsite needle-free valve has black particles inside packaging. The following information was provided by the initial reporter: on (B)(6) 2022, when the nurse in the general surgery ward took out the infusion connector, he found that there were black impurities in the package, which did not meet the requirements for sterile use, and immediately replaced it with a new infusion connector of the same batch. The infusion connector was not used on the patient and caused no harm. Only one case of this batch has been found so far.

Manufacturer narrative:
2000e china 510k: this is an international code - the model#/catalog# identified in section d4 is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section g5 is for the domestic similar product: k061285. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve has black particles inside packaging. The following information was provided by the initial reporter: on (B)(6) 2022, when the nurse in the general surgery ward took out the infusion connector, he found that there were black impurities in the package, which did not meet the requirements for sterile use, and immediately replaced it with a new infusion connector of the same batch. The infusion connector was not used on the patient and caused no harm. Only one case of this batch has been found so far.

Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22035663. Further information provided by the customer indicates that black foreign matter was found within the packaging of the 2000e china product, however no further information was available relating to the nature of the contaminant. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035663 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation.